Event description:
It was reported that the patient went to emergency room due to no urine output. In the emergency room, a bard catheter was placed for urine drainage via suprapubic catheter. Upon trying to remove the cystofix, it failed to come out. A computed tomography confirmed that the suprapubic catheter and the cystofix had become entangled. Cystoscopy attempted and failed due to a complete stricture, so a laparoscopic procedure was performed to remove both, and a new suprapubic catheter was placed. The patient made a full recovery.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient went to emergency room due to no urine output. In the emergency room, a bard catheter was placed for urine drainage via suprapubic catheter. Upon trying to remove the cystofix, it failed to come out. A computed tomography confirmed that the suprapubic catheter and the cystofix had become entangled. Cystoscopy attempted and failed due to a complete stricture, so a laparoscopic procedure was performed to remove both, and a new suprapubic catheter was placed. The patient made a full recovery.